Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "device footplate did not release when blue level was flipped. The box was brand new and we used 2 and they both did the same thing. We had to use a different lot number to close the groin. There was severe resistance noted when attempting to advance the sheath into the bypass tube. There was no reported patient harm or consequence. They were reported as fine post the procedure." Associated complaint 3010252479-2025-00069.

Manufacturer narrative:
Qn #: (B)(4). The reported issue of severe resistance experienced during bypass tube advancement was able to be confirmed through investigation of the returned sample. The customer returned two used manta delivery systems and three unused manta delivery systems from the same lot for evaluation. Visual analysis revealed the button valve was dislodged. The button valve was torn and the sheath was advanced over the device and correctly attached. The anchor was also misplaced in the inner lumen of the device. It is likely that the customer experienced resistance during advancement of the bypass tube and continued to apply force, leading to damage to the device. The IFU states "if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device." A device history record review was performed, and no relevant findings that contributed to the event were identified. A CAPA was previously initiated for bypass tube resistance that was attributed to a supplier manufacturing deficiency. Corrections were implemented. The complaint rate for bypass tube resistance is within occurrence limits as defined in CAPA, and further investigation related to this event will be initiated if the occurrence rate exceeds the limit. Based on the customer report and the sample rece ived, a combination of a supplier manufacturing defect and unintentional user error likely caused or contributed to this event.

Event description:
It was reported that: "device footplate did not release when blue level was flipped. The box was brand new and we used 2 and they both did the same thing. We had to use a different lot number to close the groin. There was severe resistance noted when attempting to advance the sheath into the bypass tube. There was no reported patient harm or consequence. They were reported as fine post the procedure." Associated complaints 3010252479-2025-00070 and 3010252479-2025-00069.